Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.

Event description:
It was reported the coil was deployed and did not fit well inside the aneurysm. Upon removal, the coil prematurely detached inside the aneurysm. Afterward, another coil was implanted and a loop of the previously implanted coil was observed protruding out of the coil mass. On follow-up angiography, it was a reported bleeding appeared. A balloon was used to stop the bleeding and the physician coiled the aneurysm with six additional coils. No complications were reported with the patient as a result of this event.